Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes and on the right side of the patient's body. The area was described as a red, itchy, bumpy irritation the irritation on the right side of the patient's body was described as a "pus pimple" that was not bleeding. The patient's doctor recommended using over-the-counter (B)(6) to treat the irritation. During a follow-up, the patient indicated that the irritation was not improving, but was not getting worse due to the use of the (B)(6). The final medical outcome of the irritation is unknown.